Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not calibrate. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not calibrate. There was no harm or injury reported. The device has been returned to the manufacturer but the evaluation has not begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.